Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (patient accessing basal edit screen and making changes).

Event description:
The reporter contacted animas on (B)(6) 2015 alleging a history settings issue. The reporter stated that the patient had a blood glucose (bg) of 22 mmol/l with excessive sweating, polydipsia, symptoms of dehydration and extreme drowsiness. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) completed troubleshooting and the patient was on high dose of clindamycin with recent surgery, they have had a change in nutrition and medication. Cs reviewed settings and basal delivery totals did not match as the basal edit screen was accessed and patient made changes to the basal program. The basal history matched the active basal programs and all boluses are recorded as programmed. This report is being made due to the bg excursion the patient experienced due to user error of patient accessing basal edit screen and making changes.